Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: suoh,fielder; guide cath: axess 6fal1.0st; stent: xience prime 3.5x38. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Guiding catheter resistance was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 90% stenosed proximal, mid, and distal right coronary artery (rca). After pre-dilatation was performed, a 3.5 x 38 mm xience prime stent was implanted in the distal rca. A 3.5 x 23 mm xience prime stent delivery system (sds) was being advanced to the mid rca to overlap the distal stent; however, the tip of the sds caught on the edge of the implanted xience prime and could not cross. The sds was pulled into the guiding catheter, when resistance was noted. The sds was removed and examined outside the anatomy. The proximal edge stent struts were flared. A new 3.5 x 23 mm xience prime stent was implanted successfully to complete the procedure. There was no clinically significant delay in the procedure. There was no adverse patient effects. No additional information was provided.